Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient has suspected hemolysis. The patient had an elevated ldh and blood in her urine. The patient also experienced a "low speed" advisory alarm. The patient reported "generally not feeling well" and pump thrombus was suspected. A ramp study was performed and demonstrated the inability to unload the ventricle with increased pump speeds. The patient received a pump exchange on (B)(6) 2014.